Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: no trauma to keypad observed. 'Contrast' responding and spring back when pressed. During a visual inspection, the 'up/down/ok' buttons sticking and intermittently responsive when pressed. There was contamination under 'ok/up/down' button contacts.